Event description:
Report receieved of a death while device ws in clinical use. The customer contact reported that on an unspecified date the device was programmd in the continuous mode to deliver an unspecified concentration of morphine at an unspecified rate. No specific programming parameters were provided. After an unspecified length of time, the patient reportedly expired following an unsuccessful resuscitation. The patient had reportedly received a total of 36mg in twelve hours. The cause of death was reported as an "aspiration". It is unspecfied whether an autopsy was performed. The customer contact indicated, "there is no suggestion that the drug or the pump were involved in the event or death." The customer reported that the event was not related to the "programming or the use of the pump." Though requested, the customer declined to provide additional information.